Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (feb 12, 2002) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Device manufacture date: the device manufacture date is unavailable. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was running above temperature specification. During repair it was observed that the back end of the device had excessive corrosion which caused the device to overheat. It was observed that the thimble set screw was loose and the housing was damaged. It was further observed that the device failed pre-test for temperature assessment, visual assessment, and thimble set screw operation. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation of the angle attachment device, it was determined that the device was running above the temperature specification. It was further determined that the device failed pretest for temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.